Event description:
Additional information received notes that the patient's death was not related to the lead.

Event description:
It was reported that during the implant procedure, the leads were in place and the patient suddenly experienced vf and expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Incorrect serial number initially reported. Serial number should be: (B)(4).